Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure performed in the common bile duct on (B)(6), 2015. According to the complainant, during the procedure, the stent could not be inserted smoothly due to kinking of the distal flap at the site near the papilla. When the physician managed to insert the device, he attempted to release the stent; however, the inner catheter stretched. The device was then removed together with the guidewire and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A visual evaluation found that the stent was kinked at the base of the distal barb. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the stent to kink during advancement to the target anatomy. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that one similar complaint exists for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, the stent could not be inserted smoothly due to kinking of the distal flap at the site near the papilla. When the physician managed to insert the device, he attempted to release the stent; however, the inner catheter stretched. The device was then removed together with the guidewire and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.